Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens implanted upside down. There was patient contact and patient injury. Icl scraped endothelium resulting in endothelial cell loss and corneal edema. The lens was implanted, removed and replaced intraoperatively and problem was resolved. Cause of the event was reported as device and use error.

Manufacturer narrative:
H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: endothelial cell loss and corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).